Event description:
On (B)(6) 2018, a replacement procedure of the subject pacemaker was performed due to regular battery depletion. The pacemaker had been programmed in vvi mode at 60min-1. Electrocautery as well as mosquito forceps were used in order to cut the skin and remove the pacemaker. When removing tissues adhered to the titanium case of the pacemaker with mosquito forceps, the pacing rate elevated to around 80min-1. The pacing rate stayed at around 80min-1 during the time when the physician used mosquito forceps to remove tissues. When the physician took mosquito forceps away from the titanium case of the pacemaker, the pacing rate returned to 60min-1. The pacemaker was reprogrammed to voo mode. When the physician began again to remove tissues, the same phenomenon was observed; pacing rate increased to about 80min-1 when he removed tissues with mosquito forceps and the rate decreased to 60min-1 when he took them away from the pacemaker. The patient did not have his own spontaneous rhythm and the cause of the pacing rate elevation could not be identified.

Event description:
On (B)(6) 2018, a replacement procedure of the subject pacemaker was performed due to regular battery depletion. The pacemaker had been programme in vvi mode at 60min-1. Electrocautery as well as mosquito forceps were used in order to cut the skin and remove the pacemaker. When removing tissues adhered to the titanium case of the pacemaker with mosquito forceps, the pacing rate elevated to around 80min-1. The pacing rate stayed at around 80min-1 during the time when the physician used mosquito forceps to remove tissues. When the physician took mosquito forceps from the titanium case of the pacemaker, the pacing rate returned to 60min-1. The pacemaker was reprogrammed to voo mode. When the physician began again to remove tissues, the same phenomenon was observed; pacing rate elevated to about 80min-1 when he removed tissues with mosquito forceps and the rate decreased to 60min-1 when he took it from the pacemaker. The patient did not have his own spontaneous rhythm and the cause of the pacing rate elevation could not be identified.

Manufacturer narrative:
The preliminary analysis suggests that the reported behaviour occurred due to switches in magnet mode, caused by the detection of magnetic fields.

Event description:
On (B)(6) 2018, a replacement procedure of the subject pacemaker was performed due to regular battery depletion. The pacemaker had been programmed in vvi mode at 60min-1. Electrocautery as well as mosquito forceps were used in order to cut the skin and remove the pacemaker. When removing tissues adhered to the titanium case of the pacemaker with mosquito forceps, the pacing rate elevated to around 80min-1. The pacing rate stayed at around 80min-1 during the time when the physician used mosquito forceps to remove tissues. When the physician took mosquito forceps away from the titanium case of the pacemaker, the pacing rate returned to 60min-1. The pacemaker was reprogrammed to voo mode. When the physician began again to remove tissues, the same phenomenon was observed; pacing rate increased to about 80min-1 when he removed tissues with mosquito forceps and the rate decreased to 60min-1 when he took them away from the pacemaker. The patient did not have his own spontaneous rhythm and the cause of the pacing rate elevation could not be identified.